Event description:
This is report 2 of 3 involved in this peritonitis event. It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Action taken with dianeal therapy was not reported. Treatment was not reported. It was unknown if the patient recovered from the events.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). A review of all batch record documents was conducted for potentially associated lot number gd893990 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.